Manufacturer narrative:
PMA/510(k)#: p100022/s001. From the median 11.1 month follow up (range 1-26months ), it is known that of the 46 patients; 6 limbs experienced loss of stent patency, 4 underwent target lesion revascularization, 2 required open bypass, 2 underwent thrombolysis and no patients required major amputation. Related reports: 3001845648-2016-00345, 3001845648-2016-00346, 3001845648-2016-00347, 3001845648-2016-00348, 3001845648-2016-00349 & 3001845648-2016-00350. Two (3.8%) limbs required catheter directed thrombolysis (n=1, seven months after index procedure; n=1, five months following target lesion revascularization (tlr)). This report addresses the limbs which required catheter directed thrombolysis seven months after index procedure. The second limb which required catheter directed thrombolysis is addressed through 3001845648-2016-00348. The below list indicates potential risk factors that can generally contribute to the thrombosis event: patient factors: ¿ history of coagulopathy/prior thrombosis (e.g., dvt) ¿ diabetes, especially if poorly controlled ¿ cancer/chemotherapy ¿ advanced age ¿ obesity, hyperlipidemia, hypertension ¿ smoking. Lesion factors: ¿ long lesion, small vessel diameter, severe calcification ¿ lesion totally occluded prior to stent placement ¿ placement for in stent restenosis. Procedure factors: ¿ residual inflow, outflow, or in-segment stenosis or dissection ¿ poor run off (i.e., beyond trifurcation). Medication factors: ¿ inadequate procedural heparinization ¿ inadequate loading dose of antiplatelet (ticlopidine or clopidogrel) ¿ inadequate dapt prescribed ¿ non-responder to the apt, or non-compliant with prescribe regimen. As per the article, all patients received a minimum twelve months of dual-antiplatelet therapy with aspirin and clopidogrel unless contraindicated. Clopidogrel was discontinued after 6-12 weeks for patients suffering from minor hemorrhagic events. Significant hemorrhagic complications prompted immediate discontinuation of clopidogrel. The rpn and lot numbers of the stents involved in this study are unknown. From information provided it is known that the study population had the following risk factors for thrombosis; diabetes, coronary disease, hypertension, atrial fibrillation, hyperlipidemia, chronic renal insufficiency, statin use, between the ages of 40 ¿ 92 and were past or present smokers. In addition limb and lesion characteristics included; chronic total occlusion, long lesion lengths, claudication, critical limb ischemia and prior revascularization of the lesion. It can be noted that according to the article, coronary artery disease (hazard ratio (hr) 6.99, confidence interval (ci) 0.77-63.0), chronic renal insufficiency (hr 18.1, ci 2.01-163.2), wifi (svs wound ischemia and foot intervention) score (hr 3.03, ci 1.13-8.12) and use of 7mm diameter stents (hr 5.53, 0.90-33.7), longer treated lesion lengths (hr 2.51 per 10cm, 1.18-5.3) as possible dependent factors affecting risk of male. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is very unlikely that the reported occurrence could have occurred due to zilver ptx malfunction. However, due to limited information and as the conditions of use cannot be replicated, a definitive root cause cannot be determined. As per the instructions for use, arterial thrombosis is a known potential adverse event associated with placement of this device. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the information provided 1 limb required catheter directed thrombolysis seven months after index procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Literature source: tran k, ullery bw, kret mr, lee jt, real-world performance of paclitaxel drug-eluting bare metal stenting (zilver ptx) for the treatment of femoropopliteal occlusive disease, annals of vascular surgery (2016, doi; 10.1016/j.avsg.2016.08.006 study location: stanford university medical centre. Description: this study was a retrospective review of clinical and angiographic data for patients treated for femorpopliteal disease with the zilver ptx stent by a single operator between 2012 and 2015. Event: "limb required catheter directed thrombolysis n=1 seven months after index procedure." Reference also related reports 3001845648-2016-00345, 3001845648-2016-00347, 3001845648-2016-00348, 3001845648-2016-00349 & 3001845648-2016-00350.